Event description:
It was reported that during a percutaneous peripheral intervention(ppi), a balloon rupture occurred. The vascular access was obtained via right femoral artery. The 100% stenosed lesion was located in a calcified and moderately tortuous right anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es balloon catheter was selected for treatment. The balloon ruptured at 14atm upon its 1st inflation. The procedure was completed with another with the same device no patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).